Event description:
On 4/03/2026, the user reported that preview glucose meter was "hard to read" and that "sometimes the numbers are hard to see."

Manufacturer narrative:
On 4/03/2026, the user reported that the product was "hard to read" and that "sometimes the numbers are hard to see." The user reported that after the screen "turns blue and clear," it is "impossible to read the meter." The issue persisted even after new batteries were installed, and the user stated that "it would still be the same." No additional details are available related to the customer reported issue. No medical intervention, serious injury, or follow-up care has been reported.